Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead continued to exhibit increased shocking impedance measurements and a revision procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observation. The consultant discussed further testing be performed to assess the shock efficacy. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.